Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned device matches the upn and lot number provided by the customer. The device was returned in the right curve position. There is dried body fluid on the handle. There is a kink located approximately 2 cm from the distal tip which is proximal to ring 3. The seal on ring 3 is compromised. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the specified curve template. Both the right and left curve tests failed. Both curves have an irregular shape due to the kink. X-ray showed a bent center support at the location of the kink. There was no evidence of collapsed guide coil. There was no indication that analysis results were affected by the decontamination process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed 03-oct-2017. It was reported that the deflection functionality of the catheter was compromised. A blazer prime¿ xp was selected for use. During the procedure, it was noted that the deflection functionality of the catheter in one direction became compromised, resulting in a loss of curve. The catheter was removed from the body. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the seal on ring 3 is compromised.